Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.6 mmol/l. The caller stated that the insulin pump had been in the customer's pocket. No significant events leading to the alarm were observed. Advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.